Manufacturer narrative:
Additional information was received for this event. There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The initial reporter is a biomedical technician. There is no patient involvement and no injury to any patient as a result of this event. No other device was involved in the issue of this event. The device is now repaired. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The root cause of the issue of the device of stains inside the light guide lens and crack on the distal end c-cover causing a gap, cannot be conclusively determined. However, it is highly probable that user handling led to the issue. The likely cause is as follows: crack on the c-cover (a gap has occurred). The cracks occurred because an excessive impact was applied on the distal end; or the cracks occurred because the subject part deteriorated due to the subject product being used for much longer than its service life. Stains inside the lg lens. Either a gap was formed at a distal end gluing part due to an excessive impact being applied on the distal end and stains intruded into the lens from there, causing the phenomenon; or since the subject product has been used for much longer than its service life, the subject part deteriorated and a gap was formed, and then stains intruded into the lens from there, causing the phenomenon. The instructions for use includes the following statements: important information ¿ please read before use. Caution: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date of the device is not known. Upon inspection and testing, it was observed that there was peeling on the light guide lens cement. Some ultrasound connector pins were sunk, conforming user¿s complaint. The distal end had some scratches and a dent. The rubber insulation glue had a crack and there was a slow leak. Wear and tear was observed on the device.

Event description:
As reported for this event, during preparation for use the device prongs bent on box and would not lock into ultrasound. There is no patient involvement.